Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values reached 375 mg/dl. For treatment, the patient reports insulin drip and monitoring the baby as she is 29 weeks gestation. The patient was discharged after 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.